Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that remote manager was no issue. A field service engineer installed and replaced the latch switches to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager on fridge door was showing unexpectedly unlocked message. Customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.